Event description:
Customer reported that on (B)(6) 2015 he experienced felling sleepy and attempted to test on his adc blood glucose meter. Customer was unable to test due to his meter intermittently turning on with button press but not with test strip insertion and he self-treated with unspecified doses of insulin and metformin. Customer further reported that on (B)(6) 2015, he self-presented to a local hospital to have his blood glucose checked, and an unspecified "high" reading was obtained on the doctor's meter. A nurse treated the customer with "insulin, metformin, and (unspecified) IV fluid. Customer reportedly remained in the hospital for 3 days and was released. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.